Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of three products associated with the reported events that were submitted under the following manufacturing numbers 9616099-2007-02479, 9616099-2007-02480 and 9616099-2007-02481.

Event description:
As reported by the study, following percutaneous coronary intervention (pci), the patient had a myocardial infarction. As reported by the study, this patient who presented to the cardiac catheterization unit with unstable angina pectoris (troponin negative or unknown) and 1-vessel disease was found. Pre-procedure medication included clopidogrel. Intra-procedure medications included aspirin, clopidogrel and epitabifide. Pre-procedure ck, ck-mb and troponin cardiac enzymes were within normal limits. Percutaneous coronary intervention (pci) was performed on a 95% de novo lesion in the left main coronary artery, the proximal to mid left anterior descending artery of 20mm in length in a 3.5mm vessel diameter. The (b2) lesion was characterized as ostial. The lesion was pre-dilated with a 2.0x12mm balloon at 14 atmospheres (atm) before a 3.5x23mm cypher select plus stent was deployed at 16 atm without satisfactory results. Post-dilation was done with a 4.0x15mm balloon at 20 atm. Then a 3.5x13mm cypher select plus stent was deployed at 16 atm without satisfactory results. Post-dilatation was not done. During the deployment of this stent, a type c dissection occurred. It was treated with a 3.5x18mm cypher select plus stent at 16 atm with satisfying results. It was post-dilated with a 4.0x15mm balloon at 24 atm because the stent was not fully expanded. The three stents were also overlapping. Intra-vascular ultrasound (ivus) was not used. Thrombin inhibition in myocardial infarction (timi) I flow was recorded pre-procedure and timi iii flow was recorded post-procedure. At the 6 to 24 hour check, post-procedure ck was three times above the upper normal limits and ck-mb was greater than or equal to five times above upper normal limits. It is not known if any treatment was provided. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and betablockers.